Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised to call back if the issue returned.